Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the pacemaker demonstrated a decrease in r-wave amplitude. No intervention was performed. There were no patient consequences and the patient will continue to be monitored.